Manufacturer narrative:
Isi has requested the stapler involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or procedure video was provided for review. Refer to the report under patient identifier (B)(6) for the second stapler referenced in the complaint. The specific type of stapler instrument, part #, and lot # were not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. This complaint is reportable event based on the following conclusion: it was alleged that an unspecified stapler instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that two different unspecified stapler instruments were installed and fell apart while inside the patient. The tse reviewed logs and noted sterile adapter engagement codes in the logs. The tse asked if all pieces were collected and accounted for and the customer stated that according to the operating room night staff that they were. The tse then asked if the staplers were available to be sent back for analysis and the customer does not believe staplers were kept. The tse also asked if there was any patient injury and the customer reported that there was no patient injury. The site was requesting for isi field service engineer (fse) to follow up as site was wary of using system after the issue occurred. The procedure was completed with no reported injury and with a less than a 15-minute delay. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cannula seal involved with this complaint and completed the device evaluation on related record. Failure analysis investigations found no reported issue with the cannula seal. Visual inspection of the cannula seal found no physical damage. An in-house instrument was placed into the shaft of the cannula seal and successfully fed through and was removed without issue. The stopcock was not loose with a cavity ID of s6. There was no problem detected.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The stapler 45 instrument has been returned and evaluated by the failure analysis (fa) team. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have failed engagement based on log review and during in-house testing. Review of the engagement log found that the instrument generated a total of seven "mdtrace_tool_engage_fail" errors. The instrument was installed on an in-house system and failed engagement generating error message "instrument engagement failed. Remove and reinstall". The root cause of this failure is not determinable. Additional findings not reported by the site were that the instrument was found to have a broken grip cable at the grip housing/pivot tube. As a result, the grips would not open/close. The broken grip cable and crimp would be retained by the stapler sheath. The root cause of this failure is attributed to a component failure. The instrument was found to have the yaw plate broken. Yaw plate web is bent outwards towards the clamp cardan. The root cause of broken instrument pivot plate is typically attributed to misuse, such as excess force applied to the distal end of the instrument. The instrument was found to have the top chassis broken. A piece measuring approximately 0.224" x 0.181" was broken. The broken piece was returned. The root cause of this failure is attributed to misuse. The instrument housing was found to have two or more broken snaps. The known common cause of this failure is due to mishandling/misuse. The root cause of this failure is attributed to misuse. Additionally, the instrument was found to have a reload recognition failures based on log review. A review of the dsp log found that the instrument generated a total of thirty nine "autodetect fail" failures. The root cause of this failure is not determinable. The instrument was found to have repeated clamping failures based on review. A review of the device logs for the stapler 45 (part# 470298-14 / lot/serial# (B)(6)) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022.

Event description:
Refer to h10/h11 for follow-up information.